Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu) and analog interface (ai) cpu. The cse also performed electrical safety, ran all calibrations, and the extended self-test (est) and short self-test (sst). All tests passed per MFR's specifications at the time of service. (B)(4).

Event description:
A report received from the USA stated an 840 experienced an error code that rendered the ventilator inoperable. There was no report of pt involvement. The date of the event is unk.